Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to effusion, keloid removal, and tibial tray loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. The surgeon indicated the patella component was everted and assessed to have an asymmetric cut, confirmed by x-ray. However, the patellar cut was so thin already that the surgeon decided not to revise the patellar component for fear of causing a devastating complication. The patellar and femoral components were well-fixed and retained. Doi: (B)(6) 2016, dor: (B)(6) 2019 right knee.